Event description:
During a fundoplication procedure, instrument error on display after a few minutes. Took new instrument to complete the case. Pt is fine. No further information is available. No pt consequence.